Event description:
Customer reports to be generally happy with insulin pump. Customer states she did receive a no delivery alarm but was able to clear. Customer also states that her blood glucose dropped to 69 mg/dl and threshold suspend did not alarm. Customer was advised that this may be due to incorrect setting of threshold suspend. Customer to check sensor setting and contact healthcare professional. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.